Event description:
It was reported that the pump smoked. There was no incident report filed and no info available.

Manufacturer narrative:
MFR's report date 9/24/98. The pump was evaluated and the reported complaint was confirmed. The MFR has determined the root cause for this failure was due to fluid ingress through the rs 232 connector and into the inlet holes in the top of the ac power receptacle. The MFR issued a recall on july 24, 1998 that will implement the following: 1) securing a rs 232 connector cover with retaining screws. 2) applying a warning label to the pump that advises the user to keep the rs 232 connector cover secured when not in use. 3) improved cleaning instructions to reduce the possibility of fluid ingress during cleaning, and 4) installation of a sealed ac receptacle.